Event description:
It was reported that the patient had to have their implantable neurostimulator (ins) system replaced due to the lead becoming "unhooked". It was also noted that the patient was receiving a 50% reduction in their symptoms with the ins before the replacement. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v207134, serial#, implanted: 2009 (B)(6), explanted: 2012 (B)(6), product typ lead, product ID 3037, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ: programmer, patient. (B)(4).